Event description:
It was reported that the patient's controller was replaced in the clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller power cable resulting in a controller exchange was confirmed via the submitted picture. System controller, serial (B)(4), was not returned for analysis. The provided information stated that the system controller was exchanged in the clinic. There were no alarms associated with the event. The submitted picture shows a damaged white power cable near the controller housing strain relief. The cable jacket appears to be cut exposing the shield containing fluid ingress. It is unclear if there is any damage to the underlying wires. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate iii patient handbook (doc. #(B)(4), rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information is provided. The manufacturer is closing the file on this event.